Event description:
Surgeon was using a small cobb elevator during the procedure, and the tip broke off in the disc space. The c-arm was brought in to see where the end of the elevator was. Surgeon was able to remove the tip of the elevator about an hour later, once the space was open enough.